Event description:
On (B)(6) 2025 in the main operating room, 2 suction irrigators were smoking during use. This occurred with mfg 250-070-500 (lot 24316fg2). This lot number was removed from circulation on 3/17/2025, strykeflow ii pump suction irrigation system. No issue with any type of patient harm. Escalated nationally to contract design within the resource group: complete escalated to the supplier, send back any and all samples available, receiving replacements of non-impacted lot numbers notification: complete supply chain is to pull and sequester all inventory for the following lots numbers. In partnership with clinical, operating rooms and convenience locations will need to be swept as well. Lot number: 24316fg2 per stryker - the issue is behind them. They have taken the "bad units" off the line and out of production, and plan to replace the pulled units in our facilities. They do not anticipate any further issues but did ask us to escalate if we notice anything in the future. Ref report: mw5171294.